Event description:
On (B) (6) 2008, this pt was implanted with a gore tag thoracic endoprosthesis for treatment of a thoracoabdominal aortic aneurysm. The pt tolerated the procedure without complication. On (B) (6) 2009, the pt experienced abdominal pain, an exploration of the abdomen revealed a large retroperitoneal hematoma as a result of post-operative bleeding in suture area of the access vessel where a conduit was used. The bleeding was controlled with suture. On (B) (6) 2008, the pt expired due to complications with septicemia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta in patients who have appropriate anatomy, including adequate iliac/femoral access with a minimum 2 cm non-aneurysmal aorta proximal and distal to the aneurysm.